Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that increased force is required to press the wake button and activate display. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that pump would not go past fill tubing step of the load process. After multiple attempts, customer was able to complete load process and resume insulin therapy. The customer's blood glucose (bg) was 31-400 mg/dl. Contact declined to provided further information on low blood glucose issue. Reportedly, customer continued using pump for insulin therapy.